Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) / (B)(6). Batch: 7144702 / 7144809.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead sites. The patient underwent an explant procedure, and the explanted devices were not returned as they were kept by the medical facility. No further information could be obtained despite good faith efforts.